Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient had refractive error, and wanted better vision. The iol was exchanged for another lens model 1 month following the initial implant procedure. The clinical reason for explant was mentioned as residual myopia & astigmatism. Additional information has been requested.